Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary we checked the returned product and confirmed that the bending rubber leak was caused due to a physical damage on the bending rubber. It caused the led damage. In addition, we confirmed that the air/water nozzle looseness, the insertion flexible tube (ift) cut and the ccd driver pcb defect; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
Bending rubber is leaking in the endoscope. The customer claim that the damage is coming from inside out. Led's do not light. There was no report of patient harm. The time of event is unknown.